Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the helix would not deploy easily in the patient nor outside of the patient. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.